Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during deployment of a 23mm sapien xt valve the novaflex+ delivery system balloon burst. An attempt to remove the delivery system through the sheath was unsuccessful. A decision was made to remove the delivery system. The physicians removed the catheter in the a.I external and removed the delivery system through a cut down. The patient was stable. The delivery system is being returned for evaluation.

Event description:
The distal portion of the nose tip was cut in order to remove it from the patient. The nose tip did not separate during removal of the delivery system.

Manufacturer narrative:
The nova flex+ delivery system was returned to edwards for evaluation. Visual inspection revealed the following: system returned through sheath, nose tip was separated and returned in separate bag, majority of inflation balloon is missing and not returned. Functional testing was not performed due to the condition of the returned device (balloon burst and nose tip cut). Dimensional testing was performed on the single wall thickness of the balloon and was found to be in within specification. During balloon manufacturing, the balloon was inspected visually for heavy scratches, gel-spots, and fish eyes and dimensionally for double wall thickness and working length. Balloon samples were also burst tested. During manufacturing, the delivery system underwent the following inspections: the inflation balloon was inspected visually for contamination, dimensionally through production of the balloon, pleat and fold process, scratches, and distorted/pinched folds. The fully assembled delivery system was visually inspected by both manufacturing and quality for manufacturing defects, such as mechanical damaged (kinks, breaks) and missing/misplaced parts. The delivery system is leak tested and the balloon covers and inflation balloon were inspected for any damage. During product verification (pv) testing is performed on lot samples for physical defects such as kinks or cracks, and burst test. The lot met requirements prior to release for distribution. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. The device history review (DHR) and lot history were performed and did not reveal any issues that could have contributed to this complaint or any additional complaints for this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed based upon the visual inspection of the returned device. However, no manufacturing non-conformities were identified during the investigation. Dimensional analysis of the balloon wall thickness did not revealed any potential thin wall conditions which may have contributed to the burst. A review of the DHR, lot history, and complaint history did not reveal any indication that a manufacturing nonconformance contributed to the reported event, and a review of manufacturing mitigation supports that there are sufficient inspections in place to detect defects related to the complaint event. No training/IFU deficiencies were identified. Based on available evidence, it was found that patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Deposits of calcification can puncture or weaken the balloon as it is inflated, causing it to burst available information reveals that patient factors may have contributed to the balloon burst. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in and edwards technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. As reported, the balloon was burst at the time of inflation, indicating that calcification may have present and punctured the balloon. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The results of this technical summary further supports the suspected root cause of patient factors (calcification). The complaint for ¿delivery system - withdrawal difficulty- through sheath¿ was confirmed. The available information suggests that the condition of the burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. Alternatively other patient/ procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity, sheath insertion angle, coaxiality of the device being retrieved. Per the training materials, the user is instructed to retract the loader to the proximal end of the delivery system and to lock (click) the flex catheter back in default position to ensure the flex catheter tip collapses into the esheath during system removal. If this is not done, it can cause withdrawal difficulty. However, no potential manufacturing nonconformance was identified. Review of available information (manufacturing mitigation, complaint history, lot history, and DHR review) also did not reveal any indication that a manufacturing issue contributed to the complaint event. A review of IFU/training materials further revealed no deficiencies. The complaint for balloon burst and delivery system withdrawal difficulty was confirmed but no manufacturing nonconformities were identified in the returned sample. Available information suggests that patient and procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limits for these two trend categories. Therefore, no corrective or preventative action is required at this time.